Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
76 year old male with history of coronary artery disease (cad) who underwent coronary artery bypass grafting (CABG) on (B)(6) 2025. Underwent placement of impella 5.5 in conjunction with CABG surgery. During insertion of impella 5.5, noted to be high purge pressure and blocked purge flow. Placement signal appeared to be unreliable. Physician decided to remove impella and not place another device. 10/14 left ventricle (lv) perforation noted during placement which was repaired while chest was open.